Event description:
It was reported that "14 fr manta device failure during peripheral ventricular assist device (pvad) removal case. Pvad sheath was removed and exchanged for manta sheath. Severe valve resistance was experienced during introduction of manta device requiring more force and eventually the tip was damaged so another device was opened. During introduction into the same sheath, the manta sheath hub dismantled and broke apart. A third device was opened and manta sheath exchanged. Same valve resistance was experienced but was able to manage and get the manta device through and clicked together. Deployment went well but some extravasation was seen on angiogram. Went back up on manta tension for re-extension and the suture cut into the advancement tube and malfunctioned. An alternative suture mediated closure device was deployed to cinch up the remaining leak with good results." Associated complaints: 3010252479-2025-00100, 3010252479-2025-00099.

Manufacturer narrative:
(B)(4). The customer complaint of bypass tube resistance and subsequentially the sheath separating from the housing was confirmed through the investigation of the returned sample. The customer returned one manta closure system along with the dilator. Visual analysis revealed the bypass tube was damaged, and the button valve was torn correctly but was dislodged in the housing. The sheath assembly was removed from the closure system. The sheath was forcefully removed from the housing to dimensionally test the button valve. The button valve was dimensionally tested and the outer diameter measured 15.4mm which was below the lower specification limit of 15.7mm. The width of the valve measured 3.66mm which is just above the specification limit. A device history record review was performed and there were no relevant findings. Based on the customer report and the sample received, the root cause is supplier related. Manufacturing was contacted as part of this investigation to confirm this issue is supplier related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "14 fr manta device failure during peripheral ventricular assist device (pvad) removal case. Pvad sheath was removed and exchanged for manta sheath. Severe valve resistance was experienced during introduction of manta device requiring more force and eventually the tip was damaged so another device was opened. During introduction into the same sheath, the manta sheath hub dismantled and broke apart. A third device was opened and manta sheath exchanged. Same valve resistance was experienced but was able to manage and get the manta device through and clicked together. Deployment went well but some extravasation was seen on angiogram. Went back up on manta tension for re-extension and the suture cut into the advancement tube and malfunctioned. An alternative suture mediated closure device was deployed to cinch up the remaining leak with good results." Associated complaints 3010252479-2025-00100, .